Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device lot number corrected from 17191448 to 17498398. Device expiration date corrected from 01/03/2016 to 04/30/2016. Device manufactured date corrected from 08/22/2014 to 12/14/2014. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts on the distal portion of the crimped stent were damaged and stretched out over the distal tip of the device. This type of damage is consistent with the stent encountering resistance when advancing to the lesion site and subsequent withdrawal. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00x32mm promus premier¿ stent was selected for use to treat the lesion; however, the physician noted that the stent "unraveled" off the balloon. No patient complications were reported.

Event description:
It was reported that stent damage occurred. A 4.00x32mm promus premier¿ stent was selected for use to treat the lesion; however, the physician noted that the stent "unraveled" off the balloon. No patient complications were reported.